Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The surgeon then used another reload with the same handle to resolve the issue in order to complete the case. There was no patient injury.